Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer could not recall if the blood glucose (bg) level was impacted during the past occlusions. The current bg was 200 mg/dl. After the occlusions, the customer usually would change the infusion set site and cartridge and insulin delivery was resumed. A cause of the past occlusions could not be determined. A system check was performed using the current supplies. The pump and infusion set tubing were found to be functioning as intended. The customer removed the cannula. No specific damage was reported; however, although not confirmed, the customer thought that the cannula may have an internal blockage. The customer indicated that the supplies on the pump would be changed.